Event description:
It was reported, the grasping forceps had a brown charred substance observed inside the sterilized pack. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where deviations from instructions for use were identified. Based on the results of the investigation, it is likely the following led to the malfunction: -the sterilization time was longer than recommended, which may have contributed to the addition of a lot of heat from the outside. -the actual sterilization time was 80 minutes, which was not recommended, compared to the recommended sterilization time of 5 minutes. -as for the scorching of the packs, we do not believe it is due to the product, as we believe that more heat than usual was applied from the outside. -as for the stains on the packs, it is possible that there was moisture in the packs during sterilization, which seeped into the packs and left marks. -a definitive root cause cannot be determined. The event can be detected and prevented by following the instructions for use: -place the sealed package containing the instrument in the autoclave and sterilize in accordance with the conditions listed below. For details on operation of the autoclave, refer to the instruction manual for the autoclave or other manufacturer instructions. Olympus will continue to monitor field performance for this device.